Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - swelling and hematoma at the ICD pocket was reported. The patient was hospitalized, local cryotherapy was done and the dosage of enoxaparin was reduced.